Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The leg and link assembly for the bed had no clicking or engagement when stepping on the brake bar.